Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the meter is unknown as the meter serial # is unknown. The date entered is the complaint awareness date. Additionally, it is unknown under what conditions the reported readings were obtained as the customer refused to complete troubleshooting.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 353 mg/dl and 64 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.